Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display. Insulin pump also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the back and exposed to fluid in the battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the insulin pump had neither bumped nor dropped. The device will be returned for analysis.